Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a complete lead was returned in two pieces. X-ray examination of the lead found the lead distal portion fractured to the suture sleeve tie down impressions. Unable to perform impedance test due to the condition of the lead as received. The cause of the reported event was isolated to the fractured inner coil consistent with fatigue fracture.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Remote transmission revealed that the patient's right atrial (ra) lead exhibited high impedance measurement. The ra lead was explanted and replaced. The patient was recovering post-procedure.